Event description:
The wire would not pull out of the sheath once implanted. The entire implant was removed and a new lead was implanted. Per md, this caused about an hour extra surgery time for the patient.